Event description:
It was reported that the patient presented in clinic for procedure. The implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise. No interventions were reported. The patient was stable.